Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: we have had three separate episodes of needles becoming detached whilst in use on the w8807 lot tcbeua exp 2028-02/ xcw8807.032 . We have had needles detaching from the suture on three separate vascular patients . We have changed the boxes of needles around and opened new boxes but they are all the same numbers . There appear to be no underlying factors at our end ,different surgeons, scrub nurse. The following information was requested, but unavailable: - was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needles were becoming detached whilst in use in surgery. No adverse patient consequences were reported. Additional information was requested